Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high in the annulus, but with a good seal and no paravalvular leak (pvl). One week post implant, an echocardiogram indicated that the valve had moved, so that one side of the valve was higher than the original position. Subsequently, a non medtronic valve was implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.